Manufacturer narrative:
Submit date: 12/08/2015. Per lead clinical analyst, upon further assessment of the risk file for this product along with additional clinical evaluation of this specific event, this would not be a reportable event. The lot number for this complaint was provided and a review of a device history record from the same time period has been performed; no peculiarities were noted and all product requirements were met. Prior to a lot being released, it must be deemed acceptable by passing 100% continuity for both the infant and maternal monitoring during in-process inspection. Current manufacturing practices require production to be sampled and inspected based on valid sampling plans. These sampling plans have been reviewed as part of the investigation and have been found to meet the outgoing acceptable quality level (oaql). In addition to sampling and testing, production employees also perform 100% visual inspection as part of manufacturing requirements. A sample was received with this complaint number, consisting of 1-opened empty pouch without fse 2100 safelinc sgl hel 50/c (B)(4) (inside a ziploc polybag) lot 504302x associated with this complaint. Since there was no product available it was not possible to test the part and the condition reported could not be confirmed. The root cause identified is a worn out monitor cable. This attributed to a poor connection and therefore no reading. There have been no design changes to this product within the past year that would contribute to any increased probability for no reading. Production controls are in place to reduce and/or eliminate the possibility of electrode problems that could lead to latent issues such as no reading. An in-servicing visit was scheduled for this client and during the field visit complaint samples collected on site were tested using medtronic¿s monitor, simulator and cable and a trace was able to be obtained. From additional information received from the customer, the unit nurses provided additional details of the failures and a particular room was identified as having recurring issues. The customer reported that biomed had checked all monitors; all were found to be in good working condition. The biomed team also had a simulator so an additional

Event description:
Investigation was possible. With the use of two simulators and set-ups, it was possible to conduct additional trouble shooting and narrow the failure to the cable. As a result of the testing, 4 cables were found to be faulty. The root cause of the reported failure was related to worn out monitor cables that lead to a poor connection and therefore no reading. There have been no design changes to this product within the past year that would contribute to any increased probability for no reading. Production controls are in place to reduce and/or eliminate the possibility of electrode problems that could lead to latent issues such as no reading. Since this complaint is unconfirmed from the manufacturing perspective but were external assignable causes as of the faulty monitor cables found at the hospital a corrective action of identifying the cables with a unique identifier would help track the movement and duration of use in the unit. In addition, it was recommended that cleaning and handling instructions be provided to the unit to ensure proper handling. This complaint will be recorded for tracking and trending purposes. A corrective action is not deemed necessary at this time. This complaint will be recorded for tracking and trending.

Manufacturer narrative:
Submit date: 09/22/2015, an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a fetal scalp electrode. The customer reports the fetal spiral electrodes (fse) have failed. As a result we would likely replace the fse each time this occurs. Every time the fse is placed there is a break in the skin of the fetus which poses a potential for infection or bleeding.